Event description:
Plaintiff was employed as a registered nurse and wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges she sustained injuries to her eye and other injuries.